Manufacturer narrative:
The service rep performed a collimator calibration. As a precautionary measure flashed nodes and re-loaded cal files. System booted 5 times error with no duplication of error displayed on control panel. The service rep opened/closed collimator iris. Movement and icon operating as intended. He verified collimator leaves, icons now present when opened/closed, operating as intended. Tightened loose handle on c-arm. Overall system functional checked and found operating as intended.

Event description:
The customer reported the collimator is stuck. Verified customer's report. Also noted iris too large error on control penal. Collimator leaves operational but no icon displayed when closed, opened, or rotated. Inspected connections. No defects found. System requires collimator calibration.